Event description:
Boston scientific received information stating the lead will be replaced due to an infection. Dr. (B)(6), japan. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).